Event description:
Boston scientific received information that this device displayed one year remaining. Three months later the device was found to have reached elective replacement time. It was reported that no programming changes were made. The pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.